Event description:
The patient was implanted in 2002, with an extended lead vented electric lvad. In 03/2003, the hospital vad coordinator reported patient had an odor coming from the vent filter and was having to change the vent filter more frequently because of debris. The patient also stated that the lvad was making a loud noise and running harder. In 2003, the patient was admitted to the hospital with greenish drainage coming from the lvad driveline.